Event description:
The patient was revised because of mal-rotation of the humeral stem.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The cause of the rotation could not be determined. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.